Event description:
Additional information was received from a patient regarding their external device. The patient reported that it has been taking them an hour and a half to get each bolus. The patient stated that when they go to turn the handset on and put it on their back, the screen turns black on them and they have to hit the button to get it to come back on. The patient also stated that the wait button is not working. Technical services walked the patient through restarting the device and clearing the data on the handset. The patient was able to successfully connect to their pump without a lag. The troubleshooting steps that were taken on the call resolved the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, bupivacaine and clonidine via an implantable pump. The indication for use was spinal pain indications. The patient reported when they are trying to bolus the ptm (personal therapy manager) sits at 90% for so long that the handset times out and when they restart the handset, they have to start all over because its "messed up". Sometimes it will take 30 min to connect to the pump if not longer. The agent reviewed data and assisted the patient in deleting data. The patient will call back when they need further assistance. While on the call the handset did not time out at all. The patient also mentioned they thought they could bolus every 3 hours 5x day. Per ptm: bolus duration: 1 min lockout: 1 hour dri (dose restriction interval) 1/ 3 hours bolus per day: 8. The patient stated about 30 min before they are able to bolus again, they are in so much pain that they "want to pull their hair out". The patient was redirected to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.